Event description:
Event description guidant received information that this transvenous atrial lead was found fractured. The physician elected to surgically cap and abandon the lead, and implanted a similar model lead without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation.